Manufacturer narrative:
Additional info will be provided once investigation is completed. Lot number 846008 was also implicated in this report.

Event description:
It was reported that the device was dull.